Event description:
It was reported there was blood loss from the gas outlet of approximately 20 cc. The replacement device also leaked. This event is related to medwatch report # 8010762-2015-00252 and 3008355164-2015-00040 for the second device. (B)(4). Reference MFR # 8010762-2015-00251.